Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device was received with no button response due to unlocked j2/lcd keypad connector. Unable to verify low battery alert and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restarterror test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticky and had to press multiple times. The customer was advised to calls back please offer troubleshooting. The insulin pump will not be returned for analysis.